Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a revision procedure due to infected tissue superficial to the device pocket. The wound was debrided and closed. The patient was discharged to home with routine follow-up. No additional adverse patient effects were reported.